Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer's infusion set caused an over-delivery. The customer experienced low blood glucose and was found unconscious. The customer stated that their infusion set was under the product recall. Troubleshooting did not occur. No further details were provided. The insulin pump was not returned for analysis.